Manufacturer narrative:
Correction for additional event information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating when keeping the patient consistent the rep could find the patient exams and download when using a filter or searching by mrn. (The exams show normally). When they searched last name, the error populated with the search (before any exams populate to be downloaded.) When she searches a different patient name, she received " low system memory" error. Technical services recommends deleting old patients off of the system.

Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that no fault was found and the system was fully functional. Evaluation of the returned software logs confirmed that segmentation fault occurred in gnome panel. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while images were being downloaded, internal error 64 was seen. It is noted that the same error was seen when downloading with another navigation system. There was no patient involvement. (B)(6) 2020. Additional information was received: it was reported that the other error was reported in error. The 64 error was had only occurred with one stealth unit.